Event description:
Adverse event(s): "eyes turned blood red" (red eye(s)); "inflammation" (inflammation); "pain" (pain); "sensitivity to light" (no code available); "tearing" (tearing, excessive); "burning" (burning sensation); "blurry vision" (blurred vision); "diffuse epithelial keratitis" (keratitis); "toxic keratitis" (keratitis). Product problem(s): "none reported" (no info). A consumer's wife reported her husband's eyes turned blood red, severe inflammation, pain and sensitivity to light on (B)(6)2010 following the use of this product. She stated he went to the emergency room on (B)(6)2010 and was told he was having a reaction to the product. She reported on (B)(6)2010, he went to his doctor and was prescribed an antibiotic drop. On (B)(6)2010, the consumer reported he is now using another multi-purpose solution and his symptoms have resolved. On (B)(6)2010, an ophthalmologist reported the consumer experienced red eyes, tearing, light sensitivity, burning, and blurry vision. He stated he diagnosed the pt with diffuse epithelial keratitis and toxic keratitis. He noted the keratitis was both central and peripheral.

Manufacturer narrative:
Additional lot 3: 181856f, exp date: 04/17/2012. Mfg date from lot number 181860f is 04/17/2010. Eval summary - the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174940f and 181860f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lots 174940f and 181860f met all release criteria prior to product release. There are no similar reports for these lots. Additional info was requested via mail on 07/07/2010 and 07/13/2010, via fax on 07/13/2010; via phone on 07/12/2010, 07/13/2010, and 07/16/2010. A completed questionnaire and medical records were received from the ophthalmologist. Additional info has been requested from the consumer. (B)(4).